Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated during the evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image disappeared during inspection. The image reappeared when the device was powered off, then on again. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, the cause of the phenomenon is unknown whether the user¿s handling, procedure or usage environment involved. Olympus will continue to monitor the field performance of this device. A definitive root cause cannot be identified.